Event description:
Philips received a complaint from the customer on the v60 indicating that the proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed error code 110b was logged. The customer then informed the rse that the data acquisition (da) printed circuit board assembly (pcba) was recently replaced. The rse then advised the customer to check the pin alignment of solenoids 3 and 4 and if there were no issues then the customer would have to replace the solenoids. The customer replaced the da pcba but did not align the pins. The customer then realigned the pins, and the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required. If additional information is received the complaint file will be reopened.